Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox® option hd/adpt, 12/14, 28 x +7 on (B)(6) 2013, during a revision surgery. On (B)(6) 2015 the patient started to feel pain and it was found that the stem was broken. All the components were revised on (B)(6) 2015.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number (0009613350-2016-00108-1). All the information captured including g4 (date received by manufacturer) except b4. It was reported that the biolox head was revised on (B)(6) 2015 after 1 year 11 months in-vivo time due to the breakage of a stem manufactured by zimmer inc., (B)(4), indiana (reported in (B)(4). No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. X-rays dated on (B)(6) 2014, lat view left hip: the components seemed well fixed with no sign of loosening. X-rays dated on (B)(6) 2015, lat view left hip: the femoral stem is broken at the modular connection and the proximal part of the stem is tilted towards medial. X-rays dated on (B)(6) 2016, a-p view left hip: the new femoral stem is fixed with 5 wire cerclages. Patient history was received: on (B)(6) 2002: total hip replacement on the left hip. Trilogy pan cementles, zmr revision stem cementless and ceramic head implanted. On (B)(6) 2002: trochanter revision on left hip. On (B)(6) 2013: extensive arthrolysis on left hip with partial release of the iliopsoas muscle, removal of the exophytes and replacement of the biolox ceramic head. On (B)(6) 2015: emergency care with great pain in the left hip without external influence. X-ray diagnostics with prosthetic stem fracture. On (B)(6) 2015: revision of the all components. Devices analysis: the biolox option head with the metallic sleeve inside was received as one complete piece for the investigation and was not dissembled as it was not allowed by the patient. Metal transfer can be found in the form of slight scratches on the outer surface and on the face of the head could be identified as secondary effects (i.e scratches occurred during the revision surgery). Taper area of the implant could not be observed due to the fact that the device should not be dissembled. Root cause analysis: the cause for the revision surgery is the breakage of the femoral stem, no primary involvement of the biolox option head. For the investigation of the femoral stem, see (B)(4). However, the possible causes for the related issue are covered in the dfmea of the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox® option hd/adpt, 12/14, 28 x +7 on (B)(6) 2013, during a revision surgery. On (B)(6) 2015, the patient started to feel pain and it was found that the stem was broken. All the components were revised on (B)(6) 2015.